Manufacturer narrative:
The bed was evaluated by the account and they did not find any malfunction. No further information is available on the evaluation of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. The account stated that the patient needed to be resuscitated and is currently still in the hospital. Evaluating the dimensional limits of the gaps in hospital beds is only a component of an overall assessment for entrapment. Therefore, the risk of entrapment is not solely induced by the device but inherent to medical care. The reported injury is serious in nature per FDA definition.

Event description:
Hill-rom received a report from the account stating a patient tried to get out of the bed and was found stuck in the foot end side rail around his mid section and was unconscious. The bed was located at the account. This report was filed in our complaint handling system as (B)(4).